Event description:
The rigid telescope was returned to olympus for repair with damage to the instrument's outer surface reported by the customer. There is no indication that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has been returned to olympus for evaluation/investigation but the investigation is not completed yet. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the investigation is completed this report will be updated.

Manufacturer narrative:
Correction: h4 - device manufacturer date; device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in france (returned to the rrc on 2022/11/21). The evaluation at the rrc confirmed that the eyepiece is broken and missing and found the outer tube to be damaged. All findings were caused by excessive force and can thus be attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the rigid scope without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.